Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. The customers allegation of poor connection issues was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. Based on the results of the investigation the root cause could not be identified; however, it is likely that a buckling of the pins of the video connector led to the malfunction resulting in the image not being displayed. The event can be prevented by following the instructions for use which state: [5.3 connection of an endoscope]. Caution: connect the endoscope, videoscope cable, video converter, or camera head all the way into the socket. The improper connection may increase image noise or may cause disappearance of the endoscopic image during operation. When the video connector is disconnected, the color bar is displayed. Do not touch any of the electrical contacts inside the videoscope cable and the connector socket of the video system center directly by hands. Otherwise, the video system center may malfunction. 170 series, flexible videoscope. Confirm that the electrical contacts inside the video connector socket of the video system center are not damaged. Confirm that the electrical contacts inside the video connector of the videoscope are not damaged. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found there was no image when connecting the to videoscope (enf-v2); however, the image was normal when connecting gastrointestinal scope (gif-h170). Additionally, the contact pins of the video connector were deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video system center had poor contact. The issue was found during preparation for use. The patient was not under anesthesia and there were no reports of patient harm or delay.